Event description:
Epidural pump reading "empty," history read 15 milliliter left in bag, the bag was in fact full with approximately 240ml present. Correct drug and concentration verifed. Pt reporting pain of 9 or 10 on a 1-10 scale throughout the day. The pump had been programmed by pharmacy, changed and operated by registered nurse.